Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated. The manifold was found not to be functioning properly. The manifold was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer informed the arctic sun device needed the 2000 hours preventive maintenance. Per sample evaluation results on 18oct2023, it was reported that the defective control panel, manifold, fill tube.

Event description:
It was reported that customer informed the arctic sun device needed the 2000 hours preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the defective control panel, manifold, fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated. The manifold was found not to be functioning properly. The manifold was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that customer informed the arctic sun device needed the 2000 hours preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the defective control panel, manifold, fill tube.